Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, the patient was unable to feel the vibratory alert during testing despite changing the length of the vibration pulse. No action was performed other than to follow the patient remotely at regular intervals. The device remains implanted.